Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system could not make exposures and displayed a communication failure error. This may result in the system becoming unusable due to the inability to produce a live image. There is no report of injury or death associated with the event described in this complaint.